Event description:
Related manufacturer reference number: 2017865-2022-02350. It was reported that the patient presented remotely via merlin.net. Upon review, it was found that patient's right ventricular(rv) and atrial lead exhibited loss of capture and loss of sensing. The patient then presented in-clinic where it was found via fluoroscopy that both leads were dislodged due to twiddlers syndrome. During lead revision procedure, the rv lead helix was not able to extend. The rv lead was explanted and replaced and the atrial lead was repositioned successfully on (B)(6) 2022. The patient was stable.